Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a smart remote manager failure. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by latch issue. A field service engineer replaced smart remote manager latch assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.